Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell onto the pump causing the pump touch screen to become shattered. Reportedly, half the screen became unreadable due to the damage. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.